Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp). Regarding a patient, receiving intrathecal baclofen (unknown). At unknown concentration/dose via an implantable pump. For intractable spasticity. The hcp reported, that patient's pump could not be read with multiple programmers, but they could read other pumps with the programmers with no issue. He said, he was not the one trying, but he was told they were getting a message about not being able to find the pump. The hcp wanted to know if pump could still be read, if it was flipped. The hcp mentioned, patient was also having an increase in spasticity. And was wondering if the catheter could become disconnected if pump flipped.